Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient experienced atypical flutter and atrial fibrillation recurrence a few days after undergoing atrial fibrillation ablation. Amiodarone was initiated as treatment, which allowed a return to sinus rhythm for a few days; however, atypical flutter recurred a few days after starting the medication. The patient was hospitalized three days later. An electrocardiogram performed on the same day confirmed atrial flutter. Electrical cardioversion was performed. The patient recovered and the event was resolved. No further patient complications have been reported as a result of this event.